Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (B)(4) alleging that the control solution results were below the expected control solution range. The patient obtained a result of "5.8mmol/l" on the subject meter, which falls out with the expected control solution range for this test strip lot of "6.3-8.4mmol/l". There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (09/30/2014). The patient¿s meter and test strips have been returned on 8/6/2014 and 9/2/2014, respectively, and evaluated by lifescan product analysis on 9/18/2014 and 9/29/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.